Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The lead exhibited apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that within a couple days of implant, the patient was experiencing prolonged pauses, and the right ventricular (rv) lead exhibited a loss of capture and was found to have dislodged. The lead was explanted and replaced. During the replacement procedure, the physician was unable to tighten the rv setscrew on the existing device. As a result, the device was explanted and replaced as well. No further patient complications have been reported as a result of this event.

Event description:
It was reported that within a couple days of implant, the patient was experiencing prolonged pauses, and the right ventricular (rv)lead exhibited a loss of capture and was found to have dislodged. The lead was explanted and replaced. During the replacement procedure, the physician was unable to tighten the rv setscrew on the existing device. As a result, the device was explanted and replaced as well. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.